Event description:
It was reported through an attorney, as a result of a legal claim, please be aware that this office has been retained to represent the following individuals in relation to claims for personal injury resulting from the implantation of stryker's recalled rejuvenate or abgg ii hip device. While your company has directly contacted many of these clients in the past, this letter is written to inform you that any contact of any nature should be directed through my office.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.